Manufacturer narrative:
DHR review could not be performed as no lot number was provided. Product was manufactured, tested, and released per validated procedures. The device was reported to be explanted and pending return to new world medical. Upon device return and evaluation, an addendum will be filed.

Event description:
Device was surgically removed.